Manufacturer narrative:
Product event summary:the catheter was returned and analyzed. The analyst noted:only a segment of the introducer was returned and it appears the score line doesn't separate correctly.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the physician had three introducers that would not peel apart and the handle just breaks off. The physician had to cut it with a scissors to remove from the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.